Event description:
It was reported that the user experienced an episode of low blood glucose while using the ilet system, and the caller believed a pre-bed snack caused a subsequent glucose rise that led the pump to deliver insulin resulting in hypoglycemia; troubleshooting and education were provided on bedtime snacking and pump response. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction reported and a user factor likely related to bedtime snacking with subsequent insulin delivery. It was concluded that the event was consistent with hypoglycemia of unclear cause with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.